Event description:
The caller a dr. (Not the surgeon), reported the following by phone in 2005: in 2005, the pt claims he was diagnosed with an aortic stenosis caused by an abdominal graft implanted on 5/26/1997. The graft had been implanted to repair a tear in the thoracic aorta. Dr also claims that the graft was the wrong type and size for the procedure and that the blockage due to the stenosis resulted in kidney damage. The patient, according to dr was scheduled to have the graft replaced, but has so far refused surgery because he fears it will result in his death. Note: dr had called bsc in 2005 stating that the patient had some medical information for company regarding his implant. There was no information given to bsc at that time indicative of a complaint or surgical issue and no further information was forthcoming until 2005.